Manufacturer narrative:
The biomedical engineer replaced the power management board to address the reported problem.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.